Event description:
The customer reported that the retractile cable on the mts515060 centrifuge had a frayed wire.

Manufacturer narrative:
The customer reported that the retractile cable on the mts515060 centrifuge had a frayed wire. A review of the design history file shows that the centrifuge passed all applicable ul testing and therefore does not pose a fire or electrical safety risk. Product labeling repeatedly cautions the user of the risk of electric shock involved in servicing the instrument. Product labeling provides the user with the proper procedure to follow when repairs are necessary. The retractile cable was replaced by the customer. Repairs have returned the instrument to expected operation. No smoke, fire or shock was reported as a result of this incident. No death or serious injury was reported. This customer has not logged any complaints against this instrument since the repair. The potential for electric shock, though remote, does exist.